Manufacturer narrative:
The supplemental report is being submitted to provide corrections to the following fields: b3 - updated to reflect the date of the service inspection by olympus b5 - updated to provide the customer's alleged event should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to the service center with a report that the image is blurry. No patient involvement. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection at the service center, broken optical lens component was found. This event is caused by a component failure of the lens.

Manufacturer narrative:
Based on the results of the investigation, the suggested event likely occurred due to a broken internal lens. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid scope exhibited a foggy vision. There was no patient involvement.